Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd emerald¿ syringe there was an issue with tip breakage. It was stated ¿the tip of the syringe broke when aspirating blood from the arterial line and the tip was left inside the bionector connected to the arterial line. Staff change the bionector immediately and reported this incident.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: sample evaluation: we have been provided with the affected sample. Visual inspection of the returned sample presented the tip broken. That confirmed the reported issue. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine (B)(4) (december 16th - 17th, 2017). Syringes were assembled in machine (B)(4), in lot # 7345968 (december 11th - 18th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots # 7345967, and # 7338943, and no problems, defects or qn related to the reported issue were found. Investigation conclusion: the returned sample presented the reported issue. We could confirm the reported issue. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, we think that the syringe tip could break as a consequence of any imperceptible damage in the barrel at the moment of the use or some strong condition during handling or use of the product.